Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.